Event description:
Freestyle libre 3 sensor giving sending inaccurate readings to freestyle monitor. Freestyle monitor read 68mg/dl and manual reading from accu-chek monitor was 120mg/dl. Lot :t60002087. Ongoing problem for the past 15 days on various dates with 2 different sensors for (B)(6). Reference report: mw5158267.

Event description:
Freestyle libre 3 sensor giving sending inaccurate readings to freestyle monitor. Freestyle monitor read 68mg/dl and manual reading from accu-chek monitor was 120mg/dl. Lot :t60002087. Ongoing problem for the past 15 days on various dates with 2 different sensors for (B)(6). Reference report: mw5158267.